Manufacturer narrative:
Device has been evaluated but not yet repaired pending the customer's approval of the service estimate.

Event description:
The manufacturer received information alleging a failure of a ventilator's internal battery. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery were observed. The device's internal battery and power management board need to be replaced to address the issues.